Event description:
Patient stated that this has been happening repeated for the last week or so. However, I asked the patient to try and recreate the scenario while on the phone. We took out the cartridge (filled to 0.9ml mark) and we completed a rewind. The piston stopped at 206u on the pump. We initiated the load sequence and the piston stopped at 81.0u. We then went into the deliver prime screen and "go prime" and "cancel" options are both highlighted simultaneous and flashing. She can depress the ok button and it will prime. But the prime volume was in the 30s until she saw the drops. The pump then stops as directed, but will pop into a loss of prime message after a few seconds.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.